Event description:
It was reported that the 56 units of intermittent catheter had embossed bubbles.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual evaluation noted 1 photo sample of unopened intermittent catheters were received. Visual evaluation of the photo sample noted bubbles in the catheter material that did not meet specifications. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure is mechanical failure. The product was not used for patient diagnosis or treatment. The product was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Visual evaluation noted 56 unopened intermittent catheters were received. Visual evaluation of the samples noted bubbles in the catheter material of 12 of 13 samples tested that did not meet the specifications. Although the reported event was confirmed a root cause could not be determined. A potential root cause for this failure mode could be due to mechanical failure. The product was not used for patient diagnosis or treatment. The product was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. Correction: d, e, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the (B)(4) units of intermittent catheters had embossed bubbles.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 56 units of intermittent catheter had embossed bubbles.